Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned lens showed the lens was returned in liquid and the optic was torn. (B)(4).

Event description:
The reporter stated the surgeon attempt to insert a (B)(4) collamer single piece lens and the lens would not advance in the injector and tore. There as patient contact but the lens was not implanted. The reporter stated the incident was the result of a loading error.